Event description:
Related manufacturer reference number: 2017865-2023-23325. Additional information received noted loss of sensing and dislodgement on the atrial lead (ra). The left ventricular (lv) lead was explanted and replaced and the ra lead was repositioned. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture and dislodgement was confirmed via xray on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.